Manufacturer narrative:
The account indicated, when the head section was fully raised it would not lower. The account found that the nurse control switch was remaining activated. The account replaced the right siderail caregiver control switch to repair the bed.

Event description:
Info received indicates the head section will rise as soon as power is supplied to the bed.